Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone he was getting battery out limit alarm. The blood glucose level was unknown. Troubleshooting was completed . The product will be not returned for analysis.